Manufacturer narrative:
Medwatch: mw5105727.

Event description:
Information was received indicating that a pump with a cadd cassette reservoir woke the user up on two separate occasions with alarm? No disposable, pump won't run" error messages. It was reported that troubleshooting was unsuccessful, and two cassettes were wasted. Per reporter the end user reported the pumps had been working fine otherwise and the user was able to switch to another cassette to complete the infusion. No adverse patient effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updates are not required. No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed. Corrected data: g3: correction: report source: other, mw5105727.